Event description:
Smartez pump (se0200-100) containing ceftriaxone 2 grams in 0.9% sodium chloride 100 ml would not infuse after being connected for 45 mins. Disconnected from pt and confirmed it was dripping from tubing. Nurse reattached and eventually infused correctly.